Event description:
Customer reported she obtained back to back glucose results using her aviva sys of 318 mg/dl at 4:17 pm, 277 mg/dl at 4:17 pm and 115 mg/dl at 4:18 pm. She reports she has not been having any hyper or hypoglycemia symptoms. Diabetes medication ( glucophage 500 mg three times per day) not taken based on any glucose results. The original location of the alleged event was the bedroom of customer's home. A request was made for the return of the suspect device and replacement prod was sent.